Event description:
It was reported that a user received several temperature alarms, specifically alarm 11a, while the pump was operating under normal conditions, with the environment being around 5 degrees celsius. There was no reported impact on the customer's blood glucose level at the time of the event. Technical support decided to replace the pump, confirming the customer's shipping address and providing instructions for returning the problematic device. The customer was informed about the replacement but declined to share backup therapy details.